Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report an hour glass icon that appeared in the status box for 1 to 1 and a half hours on (B)(6) 2016. Sensor was inserted at the abdomen on (B)(6) 2016. Patient was not aware of her blood glucose (bg) readings during that time period and reports that she dropped low and passed out. Patient reported that she had the flu at the time of the event. Patient was sitting in her favorite chair watching tv when she passed out. Patient's husband revived her with juice. Patient does not recall finger stick (fs) reading at the time of the reported event. At the time of contact, patient reported current condition as coherent, but has the flu. No additional event or patient information is available. The complaint states that the patient passed out as a result of low blood glucose (bg). It should be noted that diabetes mellitus is a known cause of low blood glucose, resulting in loss of consciousness.